Event description:
It was reported that the pump touch screen was delayed in responding to presses, unresponsive, and turns off. Customer declined to complete the system check at the time of report. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.